Event description:
It was reported that there was a malfunction on the pump following a CT scan. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in doing so, and confirmed the malfunction code did not recur. The customer continued using the pump and was advised to call back if any malfunction recurred.